Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the device replacement, the rv lead lost capture repeatedly when tugging on the lead to confirm it was secure in the new device. The patient had complained of dizzy spells in the past. The lead was replaced. No further patient complications have been reported as a result of this event.